Manufacturer narrative:
(B)(4). The product is a non-complaint product. Manufacturer labeled the control solution and each product of the self-monitoring device kit per regulation. The doctor's office was not complaining about product, the purpose was to notify the manufacturer to have it count this incident for the future. Most likely underlying root cause of malfunction: user error, the customer misused the control solution which the main function is to calibrate the meter and the test strips are performing correctly.

Event description:
Dr. Office calling states that a patient accidently put some of the control solution in the eyes thinking it was his eye drops. The doctor's office did not want to provide any information regarding the patient because of hipa. The patient came to the office because of their regular checkup, and they were complaining that the drops that the doctor gave her was burning their eyes. The doctor then asks them to show him the drops that they are using, the doctor then realized it was the control solution that the patient was using as eye drops. The patient has glaucoma and diabetes and the patient use the control solution and confused it with the glaucoma drops for the eyes and it was burning the eyes. The doctor wants to advise us that the both bottles looks familiar. The patient is feeling fine, and the doctor checked the patient and the patient is fine. The doctor just wants to give us the heads up for other patients that might confuse their eye drops with the control solution. They are not allowed to provide the patient information because of hipa. So that the patients don't confuse it with their eye drops, the doctor wants us to be aware and to make a note in the future.